Event description:
-----

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting increased impedance measurements from 500 ohms to 1130 ohms. Additionally, some pacing inhibition was observed due to issues with the associated right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant provided the caller with the normal impedance range for this lead. The consultant suspects a potential lead issue due to the increased impedance measurements. The lead remains actively implanted and a revision procedure will most likely occur. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough examination of the two lead segments was performed. Microscopic visual inspection revealed coil discontinuity in the middle segment approximately 143mm from the proximal end of the middle segment. Indent impressions in the insulation indicate that a suture sleeve had been present and the lead fracture was 2mm from the distal end of the suture sleeve. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve tie down area. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Approximately two weeks later, additional information was received stating that upon examination of the lead a fracture was confirmed. Therefore, a revision procedure was performed and the lead was removed from service and replaced. The lead has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.